Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement. It was reported that post port placement, the port allegedly found disconnected from the catheter and port would not flush. It was further reported that catheter allegedly found complete break and moved into right atrium of heart. Reportedly, trouble accessing port and had no blood return. Patient felt pain with saline flush. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent the port placement. It was reported that post port placement, the port allegedly found disconnected from the catheter and port would not flush. It was further reported that catheter allegedly found complete break and moved into right atrium of heart. Reportedly, trouble accessing port and had no blood return. Patient felt pain with saline flush. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported disconnection, fracture, material separation, migration , suction issue, difficult to flush and blocked connection as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.